Event description:
It was reported the customer had a keypad anomaly. The customer stated the numbers were ramping up and scrolling on their insulin pump. Customer's blood glucose was 114 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response on the up arrow button due to corroded keypad traces noted. No unexpected scrolling of numbers noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads.